Event description:
Related manufacturer reference number: 3006705815-2022-19047. It was reported the patient went into cardiac arrest during ipg and lead revision. As a result, the procedure was aborted and patient was resuscitated and sent to the emergency room where the ipg and lead was explanted to address the issue. The investigation did not determine which lead is related to the issue.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186ans, UDI: (B)(4), serial: (B)(4), batch: a000080631.

Manufacturer narrative:
The event of abandoned procedure was reported to abbott. During an ipg and lead revision, the patient went into cardiac arrest and patient's ipg and one lead were explanted. The patient was resuscitated and sent to ER. The patient was released from hospital the next day and is stable. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Follow-up information indicated the patient went into cardiac arrest after the lead and ipg were explanted. The patient did not have product implanted at the time the cardiac arrest occurred. The patient is stable.